Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcba. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
Physio-control determined while repairing a loaner that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
Physio-control determined while repairing a loaner that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information received indicated that the device had been left open and was not completely repaired when first inspected, so the internal components were exposed to unknown environmental conditions. The root cause of the reported issue was determined to be a damaged power pcba due to inappropriate storage.